Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was above 500 mg/dl with trace ketones and was addressed via manual injections. Reportedly, customer completed a supply change resolving the occlusion alarms.